Event description:
It was reported that the user incorrectly programmed the pump while delivering argatroban. The user entered the intended rate value in the dose field, resulting in a medication error. As a result a lab draw was performed on the pt.

Manufacturer narrative:
(B)(4). The user has stated that the device will not be returned for evaluation and the event was a result of a programming error in which an incorrect dose value was entered by the user. This report is being submitted as a consequences of the need for additional laboratory samples to be collected, however there is no information which suggests a malfunction occurred. The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.